Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise, oversensing, low r wave amplitude measurements, an inappropriate shock, and elevated impedance measurements. Postural testing was performed, and the device was reprogrammed to a different sensing vector. Device therapy was programmed off and the patient would continue to be monitored. No additional adverse patient effects were reported. The products remain in service.